Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller stated that their implant is no longer working. Caller stated the implant worked great and was a blessing when they were working, but they retired about 6 years ago and the implant stopped working probably 5 years ago. Caller added that the healthcare provider is going to remove the implant but is debating replacing it with another stimulator or just leaving it be. Caller asked what to do with the external equipment once the implant is removed. Agent reviewed disposal information with the caller. Caller will call back once the implant is explanted to discuss donation process further.